Event description:
During service, the baxter service tech reported that the device powered on with a fail code 812:02. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.